Event description:
The patient developed an infection and was brought in for a revision surgery to clean, debris, and inspect. The surgeon determined the infection to be localized unilaterally and on one screw in particular with migration to the two screws proximal and distal. He decided that the best course of action was to remove the hardware unilaterally. Upon removal of the hardware, it was discovered that 2 screws were defective, the heads had come detached from the shank. It was unclear as to when the screw heads had become detached. However, the sales rep believes the surgeons think the heads became detached prior to the revision surgery and they were discovered in the surgery. These two screws were not screws that contained infection. The construct was t3-l2 and the 2 screws came from r t9 & t8. The following mfg medwatch reports are being filed for the three screws that were involved in this event: mfg medwatch report no. 1526439-2014-11396 (infection and migration); mfg medwatch report no. 1526439-2014-11397 (first screw with screw head separated from shank); mfg medwatch report no. 1526439-2014-11398 (second screw with screw head separated from shank).

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.